Manufacturer narrative:
Unit received with slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with cracked battery tube thread. (B)(4)

Event description:
Customer reported via phone call that drive supports cap was damaged. Customer reports that drive support cap was sticking out and was not sure how damage occured. Customer's blood glucose was 129 mg/dl. Customer was advised that insulin pump would need to be replaced.